Event description:
It was reported that during the service evaluation at the manufacturer facility, the device's battery compartment was found broken off. As this event occurred during the service evaluation process at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that during the service evaluation at the manufacturer facility, the device's battery compartment was found broken off. As this event occurred during the service evaluation process at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.